Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a valve was explanted after an implant duration of 4 years due to calcification in a (B)(6) patient. Patient was reported to be not affected by a contagious disease. A mechanical valve was implanted in replacement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
F10. Device code- 3191: host tissue, pannus; leaflet, motion restricted. H3. Device evaluation: customer report of calcification was confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Host tissue fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Mechanical damage was observed on the outflow surface of leaflet 2 near commissures 2 and 3 and appeared serrated. A suture pledget remained attached to the sewing ring around leaflet 3 on the inflow aspect. Sewing ring was partially cut off around leaflet 1 and was not returned. Wireform was exposed around leaflet 1 on the outflow and inflow aspects.

Event description:
Edwards received notification that a valve was explanted after an implant duration of 4 years due to calcification leading to double lesion, important stenosis and mild regurgitation in a 13 years old patient. Patient was reported to be not affected by a contagious disease. A mechanical valve was implanted in replacement. The patient was discharged and improving. As per product evaluation was observed calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis.